Event description:
It was reported that during a coronary artery drug-eluting stenting procedure, the physician was unable to cross the artery lesion due to "detached stent struts".

Manufacturer narrative:
The device has not been received as of the date of this report.